Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty was encountered. The 100% stenosed target lesion was located in a calcified and moderately tortuous right superficial femoral artery. While removing the 4.0 mm x 40 mm/135 cm sterling balloon catheter from a non-bsc guide wire after dilatation resistance was encountered and the device was unable to move. The catheter and the guide wire were removed from the patient together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty was encountered. The 100% stenosed target lesion was located in a calcified and moderately tortuous right superficial femoral artery. While removing the 4.0mm x 40mm/135cm sterling balloon catheter from a non-bsc guide wire after dilatation resistance was encountered and the device was unable to move. The catheter and the guide wire were removed from the patient together as a unit. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed that there was no damage or irregularities. The inner diameter of the wire lumen was measured at both ends were found within specification. Functional testing was performed by loading the guidewire into the tip and completely advancing through the wire lumen without encountering any resistance. The wire was not stuck in the lumen of the catheter, as reported. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).